Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion: off label use (below 21 years of age at the time of implant). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.0 diopter, in the patient's left eye (os) on (B)(6) 2017. On the same day, in secondary surgery, the lens was exchanged for a same size and diopter lens due to lens tear/break during injection into the eye. The problem was resolved. The customer stated that the lens insertion was not aligned, and it was torn during explanting process. At the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Lens was returned dry, in small vial. Visual inspection found missing piece of haptic, debris on the lens surface. (B)(4).